Event description:
It was reported that while preparing 5-fu, a white foreign object was found in the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: the product involved in the reported incident was provided to our quality team for investigation. Upon inspection, one particle was found in each of the syringes provided. Characterization testing was performed and found one particle was consistent with material from the rubber stopper of the vial and the other was consistent from the phaseal membrane. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify the specific cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.